Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's husband that the patient had attended the emergency department with hypoglycaemia on (B)(6) 2025. The patient's blood glucose levels declined to between 30 and 40 mg/dl while wearing the pod between 4 and 24 hours. The patient was reportedly verbally unresponsive. They were treated with intravenous glucose and fluids. Additionally, the patient had blood tests and imaging. The complainant reported that the personal diabetes manager did not alert that the patient was experiencing a hypoglycaemic event.